Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform displacement test due to motor anomaly. No traces of moisture were found at electronic or motor assemblies per visual inspection. The insulin pump was received with minor scratched lcd window.

Event description:
Customer reported receiving a motor error alarm on the insulin pump. Customer reported that the insulin pump fell into water. Blood glucose level was 89 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).